Event description:
It was reported that during a therapeutic ureteroscopy procedure, the tip of the device broke off and was recovered from the patient. This procedure was completed with a back-up device from the same manufacture. There was no harm, nor allegation of adverse event associated with this report.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from customer - the surgeon clarified the tip of the fiber did not go into the patient as was originally reported. There were no reports of patient harm.